Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the initial left total knee arthroplasty performed, additionally at that time the patient underwent an unanticipated reconstruction of left superficial mcl due to appearance of avulsion or laceration directly from tibial attachment. Two suture anchors were used to repair the tissues. The procedure was completed without further complication.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Complaint history review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified after trailing the tibial attachment, the superficial mcl appeared to either be avulsed or lacerated directly at the tibial attachment. These damage was repaired during the surgery with peek anchors. The complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.